Event description:
It is reported that cable was unable to be removed from the inserter, therefore was not implanted.

Manufacturer narrative:
The device history records for this lot number were reviewed and they were confirmed to have been found conforming at the time of manufacture. The returned cable was measured against the print specifications in several areas, and found to meet print specifications where measured. The attached photographs in the supporting documents show the cable was damaged and dents present on the crimping portion of the cable. A complaint history search was performed and it was found that this report was the only complaint of this nature for the product family. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.